Manufacturer narrative:
Concomitant medical products: dtba1d1 device, implanted: (B)(6) 2014; 4196-88 lead, implanted: (B)(6) 2010. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated.

Event description:
It was reported that the high-voltage right ventricular (rv) lead exhibited high thresholds and the rv was turned off to provide left ventricular (lv) lead pacing only. The patient then had asystole and a seizure due to no capture, after lv only pacing was programmed. A new low-voltage rv lead was then implanted and the defibrillation portion of the high-voltage rv lead remains in use. The lv lead remains in use. No further patient complications have been reported as a result of this event.